Event description:
A customer reported experiencing an error with their continuous glucose monitor (cgm), specifically cgm error 42. Fortunately, there was no adverse impact on the customer's blood glucose level. Technical support assisted the customer by providing instructions for a complete pump reset, which resolved the issue, allowing the customer to successfully start their sensor session without further errors.